Event description:
It was reported that the patient had his ams800 artificial urinary sphincter device removed on (B)(6) 2018 because the device stopped functioning and the patient became incontinent. A non-ams sphincter device was implanted.

Manufacturer narrative:
Device avail for evaluation returned to manufacturer date. Device not eval by MFR code device eval by manufacturer device return to manufacturer. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 03:35 pm CT. The report number is being corrected from: 2183959-2018-61578 to: 2183959-2018-60521. Device evaluation: the pump component was returned and analyzed. The reported allegation of incontinence and mechanical issues were not confirmed via product analysis. The pump performed within specifications the event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter device removed on (B)(6) 2018 because the device stopped functioning and the patient became incontinent. A non-ams sphincter device was implanted.

Manufacturer narrative:
Device avail for evaluation returned to manufacturer date. Device not eval by MFR code device eval by manufacturer device return to manufacturer this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 03:35 pm CT. The report number is being corrected from: 2183959-2018-61578 to: 2183959-2018-60521.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter device removed on (B)(6) 2018 because the device stopped functioning and the patient became incontinent. A non-ams sphincter device was implanted